Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08715 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No unexpected a17 alarm, a21 alarm or pump time and date reset noted during testing. The devices remaining in the status screen matches the test reservoir volume. Device uploaded properly using care link. Device had cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that emergency medical service was dispatched to customer due to low blood glucose on (B)(6) 2020 with unknown blood glucose. The customer also reported that they had passed out. They were treated with d50 through intravenous. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. They did not allege that the insulin pump was over delivering. The drive support cap was normal. The other blood glucose levels were in 30 mg/dl and 60 mg/dl. The customer also reported multiple insulin pump errors. The customer was able to clear the alarms and rewind the insulin pump. The device will be returned for analysis.